Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not securely clamped on the target tissue with the first few firings of the device. The surgeon tested the clips and he could easily remove some of the clips from the target tissue with another surgical instrument. The same device was used to complete the procedure with the surgeon carefully checking that the clips were secure. A cholangiogram was performed with the procedure. There were no adverse patient consequences.